Manufacturer narrative:
A philips remote support engineer (rse) reviewed the log file which identified that several alarms were generated indicating a disconnection of the various cables that occurred between 12:45 and 13:08 without any action to acknowledge the alarms on the part of users. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient was found on the floor and became disconnected from the monitor; however, no alarm was generated by mobile monitors or central station. Additional information was requested; a response was received and it was noted all measurements were being monitored at the time of the event, with technical inop alarms occurring for the disconnection. No further information was provided.

Manufacturer narrative:
H1 type of reportable event was inadvertently selected as product problem in the initial report; corrected to serious injury. Requests for additional details related to the incident were made; however, no further information was provided. Analysis was performed by remote service personnel which included log file review. The remote service engineer (rse) found that several alarms were seen generated indicating a disconnection of the various cables that occurred between 12:45 and 13:08 without any action to acknowledge the alarms on the part of users. Based on the results of the analysis, there does not appear to be a device malfunction that contributed to the reported event; however, a user issue related to alarm management or clinical workflow may have been a factor. The results of the log review were provided to the customer. A review of the service history for this device confirms the problem has not been reported again for this device.